Manufacturer narrative:
D9 - date returned to mfg: 12/31/2025. H3 and h6 codes - updated. The suspected device was returned for evaluation. No discrepancies related to the complaint were found during visual inspection. The event history log was reviewed and there were no errors related to the customer complaint. A functional test was performed, and the reported issue was not duplicated. The complaint could not be confirmed, and a root cause was unable to be determined. Upon further investigation founds downstream occlusion (dso) seal moderate bubbling. The dso seal and dso sensor were replaced as part of preventive measure. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. All functional test of the device passed after repaired.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was downstream occlusion during. There was patient involvement with no patient harm.